Manufacturer narrative:
(B)(4). Swing tab in locked position. The analysis results found that the instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal four drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of (B)(4) to insure the swing tab is present and unlocked. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total colectomy procedure, on the second firing with blue on the small bowel, only a few staples deployed in the b form then the device locked. The device was not difficult to remove; no noises and no buttressing material was used. Another device was used to complete the procedure. No adverse consequences reported.